Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension stent graft was implanted during an endovascular procedure for the treatment of a 58mm abdominal aortic aneurysm .  It was reported the patient returned for a follow-up CT over 2 years later where a type ia endoleak was observed on CT. The type ia endoleak was treated the next day where 8 endoanchors were implanted and the type ia endoleak resolved.  As per the physician the cause of the event was due to the patients own anatomy as a result of an angled neck.  No additional clinical sequalae was provided and the patients is fine.